Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Customer reported via phone call air bubbles anomaly on the insulin pump. Customer's blood glucose level was 117 mg/dl. Troubleshooting for air bubbles was performed. Customer advised they had a small amount of insulin in one bottle and then a now bottle of insulin caused air bubbles. Customer was able to eliminate the air bubbles from the reservoir by using a plunger to push them into the tubing and then manually priming it out through the tubing. Customer was advised to monitor the insulin pump and to call back if any issues arise.